Manufacturer narrative:
Conclusion statement: the reported event of system revision due to alleged lead failure was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099153.

Event description:
It was reported that the patient had experienced a lead migration on one of their scs leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was explanted, replaced, and therapy was restored.